Event description:
It was reported that there were burnt wires in the power plug of the rover. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
The field service technician replaced the power plug and returned the unit to service.